Event description:
It was reported that this right ventricular (rv) lead was explanted due to patient disconfort. The physician opted to replace the rv lead with a passive fixation lead. This lead was successfully replaced. No additional adverse patient effects were reported.